Manufacturer narrative:
The device has not yet been returned to the manufacturer.

Event description:
"The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon review, it was determined this report is a duplicate of MFR 2518422-2024-08174. All reporting will be completed on MFR 2518422-2024-08174. Please disregard MFR 2518422-2024-08178.